Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent discectomy for the treatment of stenosis. During surgery, the tip of the curette broke off. The product came in contact with the patient. No patient complications were reported.